Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Extension tubing torn at the hub.

Manufacturer narrative:
No device was returned. Photographs and a video were provided by the end user. On the video it can be appreciate that the extension tubing extension separated from the hub area. The complaint was confirmed. A supplier corrective action request was issued to the contract manufacturer. The contract manufacturer's investigation revealed that the reported failure mode could be the result of improperly inserting the extension tubing into the molding machine during the hub molding process. Actions have been taken to update the procedures to minimize this type of occurrence. All personnel involved in this process have been trained to the changes made. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.